Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the tracker for the microscope could not be viewed by the navigation system. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9 731460, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the tracker of the microscope was not visible by the camera of the system even if the connection was okay in the "equipment". Troubleshooting was completed and they restarted the microscope along with the system. There was no delay to the case. No impact on patient outcome. Medtronic received information that the site completed the procedure with navigation. It was noted that the microscope was used without integration into the navigation system.